Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading and reported that they lost consciousness due to this issue. The customer went to hospital, where a laboratory blood glucose result of 8 mmol/l and 7 mmol/l against sensor readings of 21 mmol/l and 23 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer did not report of any third-party treatment. There was no report of death or permanent injury associated with this event.